Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset instructions, and after resetting the pump, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.